Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump and was not properly cycling the cartridge. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days and to properly cycle the cartridge before use. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.